Manufacturer narrative:
(B)(4).

Event description:
It was reported to boston scientific corporation that a solyx sis system was used during a sling placement procedure. According to the complainant, during the procedure, the carrier prematurely released from the delivery device. The procedure was completed with a different device. There were no patient complications and the patient's condition at the conclusion of the procedure was reported to be "fine".